Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Coating damage / bump on the ift. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the u/d pulley wire rapture (rupture). Based on the result, we concluded that it was caused due to the excessive force applied on the u/d pulley wire; however, other failure is not related to the alleged complaint.